Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Correction (g1) - contact office address: (B)(6) batch record review: lot 1b03251 was manufactured on 08/mar/2021, in the convex 2 pc (wct) manufacturing line with a total of (B)(4) mkus. Complaint investigator ID 6055 performed a batch record review on 18/nov/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1161271 and manufacturing order (B)(4). No discrepancies related to the issue reported were found. Returned sample evaluation: no photos were received and no unused return samples were expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. No significant changes had been made in the process or in the product components that could cause the adverse effects reported by the customer. The product was used in their shelf life. No photos or samples were received and per customer description there is not enough information about how the product was used that led us to a conclusion, therefore, there was no product malfunction confirmed. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user developed a weepy rash "like a 3rd degree burn without the blisters" to the peristomal skin under the mass and tape collar and beyond to the right side of the abdomen and to mid chest. His wear time was 3 days. He was having issues with stool leaking under the wafer when the issue developed. He did not make any changes in his accessory products. He was seen in the wound clinic and subsequently, admitted to the hospital for 1 week and treated with prescription antibiotics and creams. The end user was given nystatin powder and preparation to use on the affected area. He was not given a diagnosis and stated that the doctors did not know what caused the issue. He switched to an alternate company product and leakage issues resolved. The affected skin had resolved to all areas except under the wafer and that area was improving with each change. No photo is available at this time.